Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0mg5n, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0mg5n, implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6).

Event description:
It was reported that the patient called because she had the device implanted in (B)(6). She was having the same problem now that she had before the device was implanted. This started last week. She had not had any falls or trauma. She increased stimulation really high and didn't feel anything. Usually when she increases stimulation, she can feel a "little shock" or something. The hcp (healthcare provider) had not talked to her about when to change programs. It was later clarified what the patient meant when they were having same problem she had before implant. It was clarified as the patient had return of symptoms. Additional information received by the healthcare provider reports that there was a fifty percent or greater symptom reduction but the neurostimulator stopped working for her. The cause of the event was not determined. It was unknown if device related and reprogramming was needed. The healthcare provider changed programming after verifying impedances were appropriate. An x-ray revealed abnormal position of the lead. The patient experience loss of therapeutic effect and it was noted as sudden. The patient also had a loss of stimulation and it was unknown if sudden. The patient had not recovered and the symptoms/issue were ongoing. It was noted that the healthcare provider was going to check on the patient the next week. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for 3/18/15. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va0mg5n, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Product ID 3889-28, lot# va0mg5n, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had not had therapeutic benefit from the device for a long time. They had many adjustments and reprogramming to their device, but ultimately had the system removed and did not intend to replace it. No further patient complications are anticipated or expected as a result of this event.